Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent a retro peritoneal tumor resection procedure on (B)(6) 2015 and suture was used. During the procedure, the suture broke almost at the end of sewing. There were no adverse patient consequences. Additional information has been requested.

Manufacturer narrative:
It was reported that this device was not involved in the event and therefore, is not malfunction reportable. Therefore, this medwatch report is not reportable.